Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field d2. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/ was present around the helix. Detailed analysis with x-ray confirmed that the inner conductor coil had a break near the distal end of the terminal pin. The helix mechanism could not be tested due to fractured inner coil. Based upon the helix allegations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The clinical observation of perforation could not be confirmed but it was assigned a cause code based on the field report. The failure to capture, high capture threshold, and high pace impedance allegations were not confirmed as the inner coil fracture occurred likely during the explant procedure. No other conductor abnormalities were found. The cause traced to intentional off-label, unapproved, or contraindicated use code could not be confirmed by lab analysis but was assigned a cause code based on the field observations of exceeding the number of rotations established in labeling.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. During the revision, the lead exhibited high pacing thresholds and pacing impedance high out of range. The device was reprogrammed and the patient went home. 8 days later, the patient presented with chest pain to the emergency department with pain and loss of capture was noted. It was decided to perform a computed tomography (CT) scan and perforation was evident, no cardiac tamponade was observed. The physician attempted to reposition the lead but after 35 rotations, the helix would not extend. Another lead was used to complete the procedure. No additional adverse patient effects were reported. The lead was received and analyzed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. The patient presented to the emergency department with chest pain. During the revision, the lead exhibited high pacing thresholds and pacing impedance high out of range. The device was reprogrammed and the patient went home. 8 days later, the patient presented to the emergency department with pain and loss of capture was noted. It was decided to perform a computed tomography (CT) scan and perforation was evident, no cardiac tamponade was observed. The physician attempted to reposition the lead but after 35 rotations, the helix would not extend. Another lead was used to complete the procedure. No additional adverse patient effects were reported.